Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -0.00/2.5/086 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2017. On (B)(6)2023 the lens was explanted due to lens opacity. Problem resolved. It was reported that cataract surgery and iol implantation was performed and the patient is happy.